Event description:
As reported, in 2007, this pt was implanted with gore excluder aaa endoprostheses for the treatment of an infrarenal abdominal aortic aneurysm. An 18fr gore introducer sheath was used in implanting the excluder. The right external artery dissected upon removal of the sheath. The damage was surgically repaired. The pt is reported to be in stable condition.

Manufacturer narrative:
Method and results - a review of the manufacturing paperwork could not be conducted. This event also involves gore excluder aaa endoprostheses. Please reference medwatch 2953161-2007-00212.